Event description:
It was reported the front-actuated grip's jaws broke off during a therapeutic hysterectomy. The broken piece was accounted for and not inside the patient. The procedure was completed with an olympus back-up device after a delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.